Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient from the us, while in (B)(6), contacted lifescan to report the onetouch ultralink meter was giving the error 1 error message. The (B)(4) classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 7:30 am the patient obtained the error message error 1 on the reported meter; he was unable to obtain a blood glucose reading. The patient took the action of taking an increased dose of insulin via his pump. Two hours afterwards, the patient experienced the symptoms of anxiety, dry mouth and frequent urination. He did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 - 9/25/2014 device evaluation: the lay user/patients meter has been returned on 9/9/2014 and evaluated by lifescan product analysis on 9/11/2014 with the following findings: error 1 messages observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.